Event description:
It was reported that post a percutaneous transluminal coronary angioplasty (ptca), an in-stent restenosis occurred. In 2008, the patient was treated for silent ischemia. The 75% stenosed target lesion, with diameter 3.00mm and length 20.0mm was located in the proximal portion of left anterior descending (lad) proximal de novo lesion. The 3.00x24mm taxus stent was implanted in the lesion with direct stenting at maximum pressure of 20 atmospheres (atm). Kbt (kissing balloon technique) was performed at post-dilatation by the taxus stent delivery balloon at maximum 12 atm and 2.24 x 14mm balloon at maximum 12 atm. Post-ivus (intravascular ultrasound) was used. The physician confirmed that the stent placement was well positioned and well apposed. The procedure was successfully completed without any problems. The patient was discharged 2 days after the procedure. In 2009, restenosis was confirmed in the proximal portion of the lad proximal. The following month, re-intervention was performed in the proximal portion of left anterior descending (lad) proximal de novo lesion. The target lesion was 90% stenosed, 3.5mm in diameter and length 13.0mm. A non-bsc device was implanted and residual stenosis became 0%. The patient was discharged a day after the procedure. No problems were confirmed at follow up.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This record review indicates the device met all material, assembly, and performance specifications prior to shipment. The root cause will be documented as anticipated procedural complication.